Event description:
(B)(4). At (B)(6) years old I had essure coils put in. Almost instantly I began to cramp, double over, can't move cramping. Appointment after appointment, I kept being told it will go away. I was put on 800mg ibuprofen and 750mg hydrocodone for the pain and sent home. But, the pain progressively kept getting worse. 12 weeks later. On (B)(6) 2012 I went to see the radiologist who did the die test to check the essure placement and to see if the scar tissue had fully formed. Late that night, I received a phone call from my ob, which said the radiologist found a tear in my fallopian tube and they wanted me to have surgery immediately to remove the fallopian tubes. The next day (B)(6) 2012 I went in for surgery, during the surgery, they found that the essure had punctured my uterus and they were unable to remove the coils, as they would have to remove my uterus. Cramping still continued and I was told that the cramping was probably from the hole in my fallopian tube and need to wait 8-10 weeks before we can do anything, as I need to heal from surgery. On (B)(6) 2012 I had a hysterectomy and had my uterus and the coils that were lodged in my uterus removed. Besides the pain from surgery, I was instantly cramp free. But it didn't stop here. In (B)(6) of this year (2015), I was in the shower and felt pressure, lots of it, it felt like I was having a baby, the pressure was so much and painful. I went to the ob and found out that had a rectal prolapse. I was told many women experience this after hysterectomies (I wouldn't have ever had to have one if it weren't for the essure). So back onto the surgical table I went, as it was severe enough that it required surgery to repair the prolapse. I didn't sign up for this, all I wanted was a permanent birth control, I didn't want to have to go through months and months of pain, 3 major surgeries and a handful of (B)(6) dollars of serious medical bills to make this happen.